Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: device alarms with tf 444004, tf 485001 and other after effect alarms failure effect: device alarms with tf 444004, tf 485001 and other after effect alarms (tf 446024 for +3v3, tf446026 for vref), and switchs to ambient mode (tf 485001) if 5v are missing the display stays black and the unit start-up and keeps alarming. The tfs are logged. No patient involvement. Investigation still ongoing.